Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman delivery system with the implant inside of the sheath. The device was bloody. Analysis of the implant, core wire, tip, and sheath included microscopic and visual inspection. Inspection revealed sheath damage (abrasions), tip damage (tricuts flared and bent/abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but did not meet release criteria and needed to be fully recaptured. During the recapture an echo image showed that the laa tissue was being pulled on by the closure device. The closure device feet were caught on the mitral side pectinate. The physician slightly deployed the device and the tissue was released. The device was pulled toward the left atrium and was fully recaptured and removed from the patient. The patient had physiological pericardial effusion, but no increase in pericardial effusion after recapture. After that, a new 33mm device was deployed, but severe resistance was felt when deploying the device, and it became too proximal. This device was fully recaptured and removed from the patient. The third 33mm device was successfully implanted in the laa of the patient. There was no increase in pericardial effusion observed when the effusion check was performed after completing the procedure. The patient was doing fine and no other complications were reported.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but did not meet release criteria and needed to be fully recaptured. During the recapture an echo image showed that the laa tissue was being pulled on by the closure device. The closure device feet were caught on the mitral side pectinate. The physician slightly deployed the device and the tissue was released. The device was pulled toward the left atrium and was fully recaptured and removed from the patient. The patient had physiological pericardial effusion, but no increase in pericardial effusion after recapture. After that, a new 33mm device was deployed, but severe resistance was felt when deploying the device, and it became too proximal. This device was fully recaptured and removed from the patient. The third 33mm device was successfully implanted in the laa of the patient. There was no increase in pericardial effusion observed when the effusion check was performed after completing the procedure. The patient was doing fine and no other complications were reported.